Manufacturer narrative:
Product complaint # (B)(4). H6: component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: "what is the total number of products involved in this event? It's two products. Did the event occur during one or multiple patient procedures? It occured during one patient. What is the total number of procedures? It's one procedure. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No. If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). This event occurred in on procedure. What is the lot number? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. Could you please clarify if the device was used? The device ka200 was used. Events reported via: 2210968-2023-04061.

Event description:
It was reported that a patient underwent a robot assisted proximal gastrectomy procedure on (B)(6) 2022 and suture clips were used. During the procedure, the clip could not be closed on the vycril. The clip was replaced, but the same issue occurred on the most clips. Some could be closed. The applier was bought in (B)(6), and it could be fired properly before sterilizing. The device was used not used and completed the case. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.